Event description:
The patient's spouse reported, the patient is without stimulation and her ipg is unable to communicate with external devices. The patient's programmer displays a communication error message. The sjm representative met with the patient and confirmed the issue. Surgical intervention was undertaken and the patient's ipg was explanted and replaced which reportedly resolved the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.